Manufacturer narrative:
(B)(4). Batch # unknown. Report source: mw5085628. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler portion of the device, lot# m92p2c, did not fire all the staples. It is unknown how the procedure was completed. There were no adverse patient consequences reported.